Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator stopped delivering set volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to received service report, no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The device's logs confirm several clinical alarms on date of event, as an indication of difficulties with ventilating the patient. There are no technical error codes to indicate a ventilator malfunction. Alarms such as respiratory rate low, inspiratory flow over range, peep low, check tubing, indicate a leakage in the patient circuit. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The root cause has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).